Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in clinic that an asymptomatic patient's device had logged 35 hvr episodes and alerts for noise reversion. Patient was stable, no changes were made, and the patient will return to clinic in 3-6 months.

Event description:
Additional information indicates that no intervention is planned at this time.

Event description:
Additional information indicates that it was the right ventricular lead experiencing noise.